Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc allegedly remains on the meter display. The issue was not resolved with troubleshooting.